Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter was displaying the battery indicator. The complaint was classified based on the customer service representative (csr). The patient reported that the battery indicator began to appear at the beginning of (B)(6) 2016. The patient stated he manages his diabetes with a fixed dose of insulin and denied taking any action in regards to his usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms however reported attending the emergency room (ER) at an unspecified time on (B)(6) 2016 due to the alleged issue where he was treated with 15 units of alfira and 25 units of lantus insulin. The patient claimed his blood glucose was measured on the ER device on (B)(6) 2016 and a result of ¿620 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product and there was no indication of misuse to the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.